Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a vessel below the knee. The 3.0 x 38 mm esprit btk scaffold was implanted and a dissection occurred. The physician also mentioned the scaffold thrombosed. Treatment, if any, was not specified. No additional information was provided.